Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the screen was blank while the device was alarming. There was no patient injury reported.

Event description:
Additional information was received by the manufacturer and attached on 10 october 2022. This product was discovered before the use of a case, no patient was involved.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000

Manufacturer narrative:
Operator of device: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact, and the right plunger case was cracked upon receipt. Error codes could not be confirmed because the pump would not turn on. The customer reported issue was duplicated during the investigation process as a blank screen and constant alarm were observed. Root cause of the reported issue was caused by incorrect process for software update by the customer. The software was updated from the bottom case to the top case in order to correct the issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).